Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac. Tissue plasminogen activator (tpa) was administered during power pulse mode. Aspiration was initiated inside the body. An error message was displayed. The device was reset and saline was re-connected; however the device stalled out three more times. Another zelante catheter was used to complete the procedure and the results were fine. There were no patient complications.